Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the second inflation at 13 atmospheres for 2 minutes, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.